Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Although the exact cause and source of the cardiac perforation cannot be determined, it is possible patient or procedural factors not provided may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the german resound registry after a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra resilia valve, interprocedurally the patient experienced a neurological event classified as an ischemic stroke with disability (overt central nervous system injury, neruoarc type 1) occurring within less than or equal to 24 hours after the index procedure. The patient exhibited neurological abnormalities following post dilation, including aphasia and right sided neglect. A CT was performed and an update from CT seven days later described increased infarction marker with complete left posterior territory involvement with petechial hemorrhage and swelling. Speech and physical therapy were initiated as part of the patients care. Additionally, 1g of intravenous levetiracetam was administered immediately following the event followed by a prescription of levetiracetam 500mg twice daily. Neurological rehabilitation was requested resulting in prolonged hospitalization. This event was related to the procedure and possibly related to the valve. Post interventional pericardial effusion was found the day of the procedure, reported as likely due to wire perforation of the left ventricle a pericardial drain was inserted in the operating room, and after administration of 10 ug norepinephrine and drainage circulation was stabilized 300 ml of blood was drained and the bleeding stopped. The event was related to the procedure and possibly related to the valve. The outcome of the event is ongoing.